Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: on (B)(6) 2020 the original daisy wheel was received, but no lens was received. No product evaluation could be performed, because the complaint lens was not received. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was inserted in the patient¿s left eye. But patient had high intraocular pressure that didn't allow the iol to sit correctly in the eye so it was removed and replaced. It was stated there was also a capsule tear, and the incision was enlarged. It was learned that the patient has recovered. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.